Event description:
Pt with recent placement of transvenous nonthoracotomy pcd generator and placement of a new ddd generator. The pt presented for repositioning of lead. The atrial lead was detached from its original point of insertion to the atrial wall. Dr was unable to dislodge it and a new lead was placed.